Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of a combination of prosthesis wear, patient-related conditions, and/or inclusion of the implanted tibial insert in the packaging recall. However, this cannot be confirmed as devices were not available for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 4009299; 02-010-04-0350 - logic cr femoral por, right, sz 5. 3659553; 02-012-45-5060 - lgc tibial fit tray cem sz 5f / 6t. 4698645; 200-02-38 - three peg patella 38mm. 11045016039; a10012 - gps implant kit v2.

Event description:
As reported, approximately 6 years post op initial right tka, this 75 y/o female patient was revised due to poly wear. Everything was removed and used other company¿s products. No product details available. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - disposed at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, g1 contact first/last name. The following sections were corrected: h6 clinical code. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 years post op initial right tka, this 75 y/o female patient was revised due to poly wear. Recently reported were the following for this patient: massive osteolysis proximal lateral tibia, large lytic lesion in proximal tibia, pathological fracture proximal tibia, lateral collateral ligament incompetent, osteoarthritis, pain and swelling, antalgic gait, cysts, tibial loosening, infection. All components were removed and used competitor's products. Patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1, b2, g2, h6. The revision reported may have been the result of a combination of prosthesis wear, tibial loosening, patient-related conditions, and/or the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."